Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operation room for an initial implant. It was noted that the right ventricular lead exhibited sensing failure and capture threshold anomaly. The lead was not used and was replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.